Event description:
A customer reported that their pump received a malfunction warning, displaying a specific code believed to be 0-0x227d. There was no adverse impact to the customer¿s blood glucose level. The customer did not report any further actions taken or resolution of the issue.